Event description:
A complainant alleged that she had experienced a reaction with symptoms of red, itchy and irritated skin after using caviwipes1 to wipe down her hands and arms.

Manufacturer narrative:
No information was provided regarding the product's catalog number, lot number, or expiration date. The complainant applied benadryl to the area; however, her symptoms did not subside. The complainant sought medical attention at walgreens healthcare clinic where they recommended that she tried using hydrocortisone. The complainant tried the hydrocortisone; however, it did not alleviate her symptoms. On (B)(6) 2014, the complainant reported that she sought medical attention with a doctor where she was given a steroid shot and cream. Her symptoms subsided and to date, she is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.